Manufacturer narrative:
Testing revealed that the burnt components on the ac power adapter¿s main pcb caused the merlin@home transmitter to not power on. The ac power adapter is equipped with safety components to prevent over current events except for external natural events (such as lighting strikes and high-power line transients). Such events cause the power supply to stop functioning, making the unit non-operational. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Event description:
It was reported that the transmitter did not power up. No patient consequences reported.